Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device; these data were analyzed. The std review found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's hearing "humming" noises from the device for several days. A review of the save to disk from a device interrogation found that no care alert events have occurred. The device remains in use. No patient complications have been reported as a result of this event.